Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. The customer the air bubbles is in reservoir and tubing. The customer stated the air bubbles occurred after unknown hours. The customer stated it is not possible to perform high pressure test and no fluid in the pump. The customer was informed to review the relevant infusion set and pump manual. The customer was advised that we are sending replacement.